Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 and ps2 power supplies were both evaluated and replaced. The vcsi pcb and camera were also replaced as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the monitors locked up and the system exhibited communication failures. No patient serious injury or death was reported related to this event.